Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer delivered a correction bolus, and reportedly changed supplies to address the occlusion alarms. Customer declined a system check with tandem technical support. Customer's blood glucose level was 218 mg/dl.